Manufacturer narrative:
Conclusion: hemorrhage is a known and anticipated complication with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00806. Device was disposed of by the hospital.

Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (mca) using a velocity delivery microcatheter and a penumbra system 5max ace reperfusion catheter. During the procedure, there was noted vasospasm in the m3 branch of the right mca that was deemed to be of "possible" relation to the penumbra system devices. Upon a 24-hour follow-up magnetic resonance imaging (MRI), there were noted signs consistent with subarachnoid hemorrhage that was also deemed to be of "possible" relationship to the penumbra system devices.